Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a 61 old female patient presented with main complaint of ¿cough, expectoration, and airway obstruction for half a month.¿ hospital admission diagnosis: pulmonary shadow, bronchiectasis with infection. The bronchoscopy examination was performed during the procedure; the image was flickered. There was no harm caused to the patient.